Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the eventno product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.